Event description:
An end stage copd patient was reported to have been placed on non invasive bilevel therapy at 70% oxygen, ipap of 15, epap of 6 and was reported to have desaturated to the low 80% to high 70% range. The patient's oxygen saturation was not reported to have been monitored until 5 hours after the institution of combined bilevel and oxygen therapy. The device was reported to have sounded numerous low tidal volume alarms during this time. In response to the patient's desaturation the oxygen percentage was increased to 100% in conjunction with continued bilevel therapy. There was no reported appreciable gain in the patient's oxygen saturation and the low tidal volume alarm continued to sound. Bilevel therapy was discontinued 6 hours after its institution and the patient was placed on 100% oxygen via non rebreather mask whereby their saturations improved and reportedly suffered no permanent impairment. A repair evaluation was performed on the device and was found to be operating to specification.